Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in clinic follow-up, an error message appeared during testing. A firmware download was performed. No clinical symptoms were reported.